Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv). The system was tested and ready for use. As of the date of this report, the hrsv has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon side console (ssc) left eye was black and had reconnected camera cables three times without success. Site also reseated blue fiber cable (bfc), but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested if the customer was able to see left eye on vision side cart (vsc) touchscreen and that was the case and guided caller to power the system off, reconnecting bfc on ssc, and power the system back on. The tse said the customer should check whether the da vinci logo was present on ssc left eye during power on sequence, however, left eye was completely black during the whole process. The tse then guided caller to power cycle the system again, unplugging ssc while it was off, with same result. The procedure was converted to a traditional laparoscopic surgery. There was a procedure delay between 15-30 minutes.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. In system logs, no data was found to indicate that the fault had occurred in the field. During visual inspection, fa found no issue related to the report issue. The monitor was installed onto a golden system (is 3000) where the failure was triggered no image in left eye indicating fault on the monitor. As a result of these findings, fa was able to conclude that the monitor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the surgeon converted the procedure to laparoscopic surgery because the surgeon did not have 3d vision at surgeon's console. The conversion did not result in increasing the port size incision or adding additional ports. There was no injury to the patient.